Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to customer's blood glucose level. Reportedly, the alert cleared and the customer continued to use the pump for insulin therapy.